Event description:
It was reported that the device does not pass a self test. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed that the device would not pass self test and required maintenance. Upon conclusion of the evaluation, it was determined that the nibp(non-invasive blood pressure) module required calibration and was preventing the device from passing a self test. The nibp module was calibrated and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device does not deliver shocks. There was reportedly no patient involvement.